Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. It was reported that display began to flash white. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
After the battery installation, the insulin pump had an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and a displacement test due to display anomaly. The device had minor scratches on lcd window.